Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information are unknown: unique ID, expiration date, and manufacture date. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
G3/h6): hecc codes corrected to 2152 and 2513 (from 2135). Hecc code 3271 remains applicable as listed in the initial MDR. All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3): the device was discarded, thus no device evaluation could be completed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection, non function, and lead fracture. A spectranetics lld ez lead locking device (lld ez) was inserted into each lead, along with suture, to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath, the ra and lv leads were removed successfully. Working on the rv lead, the glidelight progressed steadily down to the area of the tricuspid valve (tv) when the rv lead released. As attempts were made to bring the rv lead into the glidelight to remove both devices, the lead would not retract, so additional traction was applied. The lead released and was pulled inside the glidelight, and both were slowly removed. Approximately 30 seconds after all devices had been removed, the patient's blood pressure declined slowly. Rescue efforts began, including a pericardial window, and immediately, the patient's blood pressure stabilized. Several minutes later, a cell saver was connected to a drain and the patient was monitored. However, the blood pressure eventually declined again, and a sternotomy was performed. A 1 cm perforation at the superior vena cava (svc)/ra junction was discovered and repaired, and the patient survived the procedure. The surgeon believed that the perforation was created by the amount of traction being applied. Upon removal, calcium was noted along the entire distal portion of the lead tip, and the screw present on the rv lead tip was discovered to be straightened and elongated. This report captures the lld ez providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.